Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer over bolused in an attempt to commit suicide. The paramedics were dispatched as a result of her low blood glucose level on (B)(6) 2017. Customer's blood glucose level was around 30 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.